Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the initial procedure? What was the date of the initial procedure? What tissue layer was the vicryl suture used on? What was the condition of the tissue when the vicryl suture was used? What post- operative date did the patient present with symptoms? Were any cultures taken of the wound and what were the results? How was the diagnosis of cellulitis achieved? What medical intervention was performed for the patient? Can you advise if both sutures codes (j864 / j416) were used on each patient? Or was one suture used on each patient of either product code j864d or j416h? What are the patient age, gender, weight, other medical conditions? What is the surgeon¿s opinion of the relationship between the vicryl suture and the cellulitis? What other investigations were performed to determine the cause of multiple cases of cellulitis? Do you have any suture to return for evaluation? What is the patient¿s current condition?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient was diagnosed with cellulitis on an unknown date. The current patient condition is unknown. Additional information has been requested.